Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Although the caller had reset the pump before contacting technical support, they experienced a malfunction code but were able to resume insulin and restart the cgm. Customer was instructed to continue using the pump and to call back if the malfunction code recurs, which they acknowledged and understood.